Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A separate report was filed for the first valve.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve deployed too high into the coronary sinuses and severe paravalvular leak (pvl) was noted. An additional transcatheter bioprosthetic valve was then implanted valve-in-valve, successfully achieving seal, resulting in no paravalvular leak (pvl). No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.